Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11i25013, h11j28057 and there were no exceptions noted during the manufacturing process.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a check lines and bags alarm during fill 2 of 4 on the homechoice machine(hc). The home patient(hp) stated, the heater bag was empty. The technical service representative(tsr) assisted the hp to end therapy. The tsr advised the hp to let his nurse know about reconnecting the heater bag. The hp was contacted on (B)(6) 2011. The hp stated, he was not sure what caused the solution bag to come loose. The hp stated, he developed an infection and is on antibiotics for 21 days. The hp stated that after starting over with new supplies no further issues were found. The hp also stated that the supplies have already been discarded and no further information is available at this time. The hp also stated no companion samples were available. The hc unit was operational. On (B)(6) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis nurse. The patient was diagnosed on (B)(6) 2011 with peritonitis. The nurse believed, the cause of the peritonitis was poor aseptic technique and not related to baxter products or dianeal therapy. The patient has been retrained on proper aseptic technique while performing therapy. The patient was treated with antibiotics and is recovering. Therapy is ongoing. Concomitant medications were not provided. No further information was given at this time.